Event description:
The initial reporter alleged discrepant results for one patient sample tested with the elecsys anti-hbc ii assay on the cobas e 801 analytical unit. The serum sample generated a reactive result, while the plasma sample generated a non-reactive result.

Manufacturer narrative:
The reported event occurred on a cobas e 801 analytical unit (serial number: (B)(6)). The investigation determined that the elecsys anti-hbc ii assay performed within its sensitivity and specificity claims, including the 95% confidence interval. The differences between the original serum sample and the plasma aliquots (n1 and n2) could not be fully clarified. The sample type of n1 and n2 was not precisely described and may not have been suitable for use with the elecsys anti-hbc ii assay. Additionally, sample treatment with anticoagulants or additives not claimed for use with the assay may have impaired the results. It was noted that false negative or false reactive results due to interferences are covered by the assay's performance claims. The use of the assay without the prescribed pretreatment step is not approved and was not recommended in the case report. The pretreatment step is mandatory for assay performance and encoded in the assay protocol.